Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to erosion and infection. No adverse patient effects were reported. The rv lead remains in service.